Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed 7 channels with high impedance. There has been no trauma reported. Re-implantation is likely to take place in (B)(6) 2016.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ testing showed 7 channels with high impedance. There has been no report of trauma received. The patient was re-implanted. During device removal, it was noted that the active electrode was very superficial.